Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer cannot recall the blood glucose level. Troubleshooting was performed. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. Customer states battery cap is neither damaged nor corroded. Customer states the contacts on the battery cap are neither missing nor damaged. Customer was not able to complete the troubleshoot because she was on her to a hospital for kidney infection checkup. Customer was advised to call back if the issue reoccurred. Product will not return for analysis.